Event description:
A pump alarm 20 was reported during pumping, and although there was no adverse impact to the customer's blood glucose level, the issue persisted despite attempts to load a new cartridge. As a result, the pump warranted replacement by technical support, and the customer was guided to use multiple daily injections (mdi) as backup insulin delivery. The customer was instructed on putting the pump into storage mode before returning it.